Event description:
It was reported that the screw broke while inserting on tibial side. All the pieces were removed from the patient's anatomy, no additional bone hole was required and there was no any loss of tissue or bone due to the event. Back-up device was available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 3.5mm of the distal threads have broken off and were not returned. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. The condition of the screw indicates it was subjected to excessive forces during insertion. The starter must be utilized with the biorci-ha screws to minimize screw breakage during insertion. Further investigation is not warranted at this time.